Event description:
PICC inserted at outside hosp. IV team at same facility could not remove the PICC. Met resistance. Transferred to tertiary care center for thrombocytopenia. PICC removal by interventional radiology.